Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and failed. A review of the share logs was performed and signal loss over one hour was found for serial number 8pju8c within the investigation window.  The allegation was confirmed the probable cause was determined to be defective transmitter. The reported event of signal loss over one hour is reportable because a loss of connection was found due to defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.